Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated device and a suprarenal aortic extension. Upon follow-up the computed tomography showed the migrated type 1 endoleak. The doctor decided the patient needed active fixation in the proximal neck and relined the graft with a gore excluder. Patient is doing well.

Manufacturer narrative:
Based upon the clinical assessment, a type 1a and type iiib have been confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive based on the investigation. The limited clinical review did not identify a device issue.